Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the cartridge leaked insulin and that resistance was experienced during the fill process. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.